Event description:
It was reported that the patient complained of palpitations and weakness. Egms revealed tachyarrhythmia, atrial flutter and atrial fibrillation. The pulse generator exhibited atrial pace on pvc algorithm. The pvarp was shortened.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).